Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that it was unable to perform gas-liquid exchange normally during vitrectomy surgery. The surgery was completed on the same day by replacing with a new pack. There was no information about patient impact.